Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch: a000078801.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances in one of the leads. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated patient underwent surgical intervention on (B)(6) 2024, where one of the leads with high impedance was found to be fractured and was explanted and replaced. Ipg and the other lead was electively replaced.